Event description:
It was reported that during a ptca procedure to pre-dilate a lesion prior to stent placement, the physician experienced removal difficulties after the first inflation. During removal the shaft broke and a wire was introduced for removal without incident. Patient status is listed as "okay".